Event description:
9:30 am removed 3 1/2 cc from balloon to 18 f foley catheter. Unable to remove more fluid. Felt resistance when attempting to remove. Tried to remove more fluid without results. Cut balloon lumen, no fluid out. 9:45 am dr here, MFR called. Still unable to remove catheter. 10:20 am fax from MFR received. 10:30 am per instructions from MFR, 4 cc mineral oil inserted into balloon lumen. 12:00 still no results. Dr here, still unable to remove catheter. 12:00 stylet inserted into balloon lumen by dr, unable to rupture balloon. 14:30 to x-ray for removal under fluoroscopy.